Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release.   During visual/microscopic inspection, the stent was returned partially deployed through the distal tip of a microcatheter. The stent delivery wire was still present inside the lumen of the microcatheter. Several attempts were made to flush the microcatheter but this was not successfully complete, most likely due to the presence of dried procedural fluids present in the lumen. Instead,  the stent was gently coaxed out through the distal tip using a tweezers. Once fully deployed it was noted that the stent was deformed. All six marker bands were present on the stent. The stent delivery wire (sdw) was kinked/bent, particularly in the bumper spacer coil area but also more distally towards the tip of the wire. There were also kinks/bends present approximately from the distal end of the sdw. The introducer sheath was not returned for analysis.   Functional inspection was not carried out as the stent was returned already partially deployed. However, the analysis results are consistent with the reported event.   The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code was confirmed during device analysis. The returned device did not meet specifications when received for complaint investigation based on functional and visual inspections. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'severely tortuous'. It was reported that the customer 'used non-stryker microcatheter to deliver the stent to the place. When deploying it, big resistance was encountered when retracting the catheter and the stent was not able to be deployed. The operator then replaced the stent with the microcatheter out together and used new microcatheter and stent to finish the procedure'. The stent was returned for analysis partially deployed from the distal tip of the microcatheter. The stent delivery wire (sdw) was still present inside the lumen of the microcatheter.  Several unsuccessful attempts were made to flush the microcatheter. This was not possible, most likely due to the presence of dried procedural fluids present in the microcatheter lumen. Having carefully removed the stent through the distal tip using a tweezers, it was noted that the stent was deformed, particularly in the middle of the stent. All six marker bands were present on the stent. The sdw was kinked/bent at several locations along its length. The introducer sheath was not returned for analysis. The as reported code 'stent failed/unable to deploy' as well as the as analyzed codes 'sdw kinked/bent', 'stent deformed', 'sdw deformed', 'stent failed/unable to deploy' and 'stent partial deployment' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device found that the subject stent was partially deployed. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.